Event description:
It was reported that this patient experienced right atrial (ra) lead retraction/dislodgment from its position at implant found during post-operative check. It is also noted that due to an increase in threshold the physician decided to reposition the lead resulting in surgical intervention three days after the initial implant. During the intervention there was a helix mechanism issue while extending the helix in a new position, resulting in the physician electing to replace with a new lead. No adverse patient effects were reported.